Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient¿s representative reported "leaked totally out". Later, healthcare professional reported "deflation". This record is for the left side. Device was explanted.

Event description:
Patient¿s representative reported "leaked totally out". Later, healthcare professional reported "deflation". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.3, h.6.